Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reports he has a failed hip and is pending revision. Patient is inquiring whether his parts were subject to a recall.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding a recall query and crack/fracture & disassociation involving an unknown accolade stem was reported. The event was confirmed during clinician review whereby it was documented 'x-rays taken revealed "fracture/disassociation of femoral prosthesis with superior displacement of femoral stem from the femoral head ball."' Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review the first portion of the operation note. According to the patient admission lab report document he did undergo debridement of the hip and total hip arthroplasty revision. I cannot confirm this complete completely since I do not have any of the relevant operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure/fracture and subsequent head neck disassociation are multi factorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, and implant factors.' Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: patient would like to know if his implants were involved in a recall. As no device details were supplied then it is not possible to determine if the patient¿s implant is subject to a recall. The event was confirmed during clinician review whereby it was documented 'x-rays taken revealed "fracture/disassociation of femoral prosthesis with superior displacement of femoral stem from the femoral head ball."' A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty as described above since I was able to review the first portion of the operation note. According to the patient admission lab report document he did undergo debridement of the hip and total hip arthroplasty revision. I cannot confirm this complete completely since I do not have any of the relevant operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnion failure/fracture and subsequent head neck disassociation are multi factorial including surgical technique, especially in the way the femoral head and femoral trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, and implant factors.' No further investigation is required at this time.

Manufacturer narrative:
Reported event: an event regarding a recall query and revision involving an unknown stryker hip was reported. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided conclusion: patient would like to know if his implants were involved in a recall. As no device details were supplied then it is not possible to determine if the patient¿s implant is subject to a recall. Furthermore, the complaint was initially submitted regarding a recall query. Additional information received listed some device failures, but it is unknown which devices were a competitor and which were stryker- as a result this complaint will be addressed as a revision case. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
No new information.